Event description:
Report of pt with broken sign nail. I.m. Nail broke at the distal end at an unknown time, after the initial surgery date. It was noted that the broken nail was placed anterior, and should have been placed retrograde, which may have caused/contributed to the breakage. The broken sign nail was removed, and replaced with a new sign nail.